Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.